Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 2 of the bd plastipak¿ luer-lok¿ tip syringes experienced graduation problems. The following information was provided by the initial reporter, translated from french to english: graduation problem. Problem with 2.5 ml syringes that have a "shift" in the graduations (see attached picture).

Manufacturer narrative:
H6: investigation summary: it was reported there was a shift in the graduation scale. To aid in the investigation, two samples and one photo of a 3ml eurographic syringe was received for evaluation by our quality team. Both samples were received in opened packaging blisters. The zero line in one of the samples appears to be lower on the roof of the barrel than the other. The samples received were tested by a qualified associate and results were found within acceptable limits as set forth in iso 7886-1:1993(e). The photo provided shows two loose syringes with one having a similar condition of the zero line as the sample received. One syringe in the photo shows blurred print on the 1ml graduation line. The blurred print condition observed in the photo is non-conforming per product specification and is associated with the marking process. A device history record review was completed for provided material number 309658, lot number 2075877. The review revealed visual inspections were performed as per requirement with one quality notifications related to the print defect. A requalification was performed, and the line cleared of defects. Batch 2075877 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. However, it is possible a limited number of pieces with this condition were able to escape detection.

Event description:
It was reported by the customer that 2 of the bd plastipak¿ luer-lok¿ tip syringe experienced graduation problems. The following information was provided by the initial reporter, translated from french to english: graduation problem: problem with 2.5 ml syringes that have a "shift" in the graduations (see attached picture).